Event description:
A medtronic representative reported that while in a spine procedure, the surgeon broke the tip off their solera screwdriver while tightening a screw. The tip was retrieved. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report, however, has been requested. Suspect device has not been returned to manufacturer for evaluation.